Event description:
It was reported to philips that the device was intermittently not acquiring lead v4. There was no patient involvement or negative patient impact reported.

Manufacturer narrative:
(B)(4).